Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the insulin pump received insulin flow block and insulin exited. The customer reported that the insulin pump could not push insulin out of the reservoir. Troubleshooting was not performed. The device will not be returned for analysis.